Manufacturer narrative:
Additional information received confirmed the system was stationary at the time of the failure and not while transporting the system. A qualified field service engineer evaluated the system based on the customer complaint. The field service engineer replaced the solenoid and bearing to resolve the customer's immediate issue. No further similar issues have been reported by the customer post repair. The device did not perform as intended, however, this malfunction does not pose a risk to health to patients, users, or bystanders because if this malfunction were to recur it would not be likely to cause or contribute to a death or serious injury. This event was determined to be not reportable.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid and bearing to resolve the immediate issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.